Manufacturer narrative:
Caster horn assembly.

Event description:
It was reported by svc report that the caster horns were bent causing the cot to no longer roll. No pt involvement or adverse consequences are reported.